Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
Subsequently, additional information was received that this device was discarded at the hospital, so therefore will not be returned for laboratory analysis. At this time, there is no additional information. If additional information becomes available, this report will be updated.